Event description:
Event description guidant received information that the right ventricular lead was fractured due to subclavian crush and the fracture was confirmed on x-ray. The impedance was high and the lead was not capturing. The patient has had prior lead fractures due to subclavian crush so the lead was capped. An attempt was made to implant an epicardial lead as a replacement, however, this lead was electively replaced due to better lead measurements with another epicardial lead. The existing device was implanted in the abdomen. The patient was not symptomatic.